Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Edwards lifesciences has investigated the reported event. As previously reported, a sapien 3 valve was explanted approximately 3 years and 2 months post implant. A surgical valve was implanted. Additional information received indicated the event was reported under report number 2015691-2020-14079 . Based on this information, this event does not meet the criteria of a complaint or a reportable event.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards implant patient registry, approximately 3 years and 2 months post implant in the aortic position, a 23mm sapien 3 valve was explanted. A surgical valve was implanted. The reason for the valve explant was not provided. No further information is available at this time.